Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope sum did not return. There was no report of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign objects due to insufficient cleaning.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to damage on zoom (charge coupled device), zoom did not work smoothly. In addition to evaluation in b5, due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The adhesive on bending section cover had a chip. The adhesive on the bending section cover had a crack. The adhesive on the bending section cover had a white-clouded area. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. The adhesive around the objective lens was peeled. The adhesive around the light guide lens was peeled. The plastic distal end cover had a dent. The connecting tube had a scratch. The universal cord had a scratch. Reprocessing of subject device the customer was able to clean, disinfect and sterilize the subject device prior to sending it to olympus. There was no delay between the end of clinical use and the start of pre-cleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with a detergent solution the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.